Event description:
Customer reported a button error alarm and stated that the alarm would not turn off. Customer reported wearing the insulin pump in her bra. Customer's current blood glucose reading is 94 mg/dl. No further information reported.

Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.